Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of a pt being harmed as a result of this malfunction. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional info becomes available, a follow-up report will be submitted.

Event description:
Info received via complaint indicates as follows: "no inflation. At prior using, it was impossible to inflate the balloon with sterile water".